Event description:
It was reported that this right atrial (ra) lead displayed out-of-range (oor) intrinsic amplitudes, along with undersensing during right atrial automatic threshold (raat) test and non-sustained ventricular tachycardia (nsvt) electrogram (egm) assessments. Technical services have advised an adjustment in the lead sensitivity. The lead remains in service, and no adverse patient effects were reported.